Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation (h6/h10). A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 10 years since the subject device was manufactured. Based on the results of the investigation, the root cause could not be conclusively determined. Although it was confirmed that the nozzle was clogged with foreign material, the specific type of the material could not be identified and the cause of the material remaining in the device could not be specified. There was no damage to the area where the foreign material was detected and it unknown if reprocessing was fully performed according to the instructions for use (IFU). The event can be detected and prevented by handling the device in accordance with the following IFU: gif/cf/pcf-290 series operation manual "chapter 3 preparation and inspection" shows how to detect the event. Gif/cf/pcf-290 series reprocessing manual "chapter 5 reprocessing the endoscope" shows how to prevent the event. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, the evis lucera elite gastrointestinal videoscope had reduced angulation down. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: foreign objects in the nozzle. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The customer reported the device was cleaned, disinfected and sterilized prior to being returned for evaluation. The customer did not know what the foreign material was. There was no delay to precleaning. The air/water nozzle was flushed with water and air. There were no abnormalities in the accessories used for reprocessing. The device was immersed in detergent solution. The air/water nozzle was wiped/brushed with a clean lint-free cloth/brush/or sponge. The device was returned to olympus for evaluation and the customer¿s allegation was confirmed. The device evaluation found: due to wear of the angle wire, the bending angle in the up direction did not meet the standard value. The adhesive on the bending section cover had a chip. The connecting tube had a scratch and a dent. The light guide lens had a scratch. The protector of the universal cord on the suction connector side had a scratch. The scope connector cover unit had a scratch. The paint on the suction cylinder was peeled. The paint on the air/water cylinder was peeled. The forceps elevator, lock engagement lever had a scratch. The forceps elevator knob had a scratch. The connecting tube had a wrinkle. The upward/downward angulation control knob had a scratch. Switch 4 had wear. Switch 2 had a scratch. The switch box had a scratch. The scope cover had a scratch. The suction connector had a scratch. The universal cord had a wrinkle and a scratch. The grip had a scratch. The control unit had discoloration and a scratch. The right/left knob had a scratch. Due to dirt on the objective lens, there was a lack of image on the monitor.the investigation was ongoing. A supplemental report will be submitted upon completion of the investigation.